Manufacturer narrative:
The biomed reported connecting a simulator to the monitor and was able to see pacer spikes and a paced annotation. The remote support engineer (rse) ensured pacer detection is on. The rse confirmed if patient is pacer dependent and if pacer is in demand mode or paced mode, it was not in demand mode. The rse explained to biomed and registered nurse (rn) that often times, external pacers are difficult to detect and that pacemaker output may be sufficient for capture but may be below the detection threshold. Based on the information provided and the simulation test completed by the customer biomed, the device was functioning as designed. The customer was advised that often times, external pacers are difficult to detect and that pacemaker output may be sufficient for capture but may be below the detection threshold. It was advised to change the electrodes. The customer was also advised to leave pacer detection on for the purpose of asystole detection in case the pacer begins to be seen by the monitor. The purpose of pacer detection was explained to the customer as a safety net to ensure asystole detection and that yellow pacer alarms may not be seen: however, the monitor will still alarm appropriately for arrhythmia and specifically for asystole. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the device is not detecting pace rhythm when on patient. The device was in use on a patient at the time of the event. There was no adverse event reported.